Manufacturer narrative:
Date of event:approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning pain at the pocket site. It was also stated that the patient was experiencing inadequate stimulation and felt strong interaction on the leg when turning stimulation higher. The patient underwent a revision procedure wherein the ipg was explanted. The explanted ipg was retained by the medical facility and will not be returned.